Event description:
In a surgical case, when switching from "open heart" mode to "cpb mode" mode, on the anesthesia machine, the displayed invasive pressure monitor data specifically from the "cvp" line was correctly labeled -as "cvp"- in the "general" and "open heart" modes, but was incorrectly labeled -as "pa"- in the "cpb mode" mode. This unnoticed fact resulted in a misinterpretation of the realtime "pa" pressure amplitude at one point, resulting in an undesirable overinflation of a certain installed balloon on the coronary sinus cannula, resulting in a life-threatening condition for the pt, followed by active intervention to properly attend to the problem once caused. The pt lived. Dates of use: several hours (B)(6)2010.